Manufacturer narrative:
Section a: multiple attempts were made to obtain patient information but this information was not provided. Section h4: device serial number was not provided, therefore device manufacturing date could not be determined. Manufacturer's investigation conclusion: the reported event of a cracked cannula could not be confirmed through this evaluation as no images were provided and the device remains in use. A specific cause for the reported event could not be conclusively determined through this evaluation. The account reported that the cannula was cracked. The cannula was reportedly twisted and snapped in half on the venous side. The cracked portion of the cannula was cut out and the connectors were placed. The patient was reportedly doing well. Multiple attempts were made to obtain additional information from the account regarding the reported event; however, no additional information was provided. No product is available for investigation. The vad IFU indicates that devices should be inspected upon receipt and prior to each surgical procedure for damage to surfaces that could affect device performance or cause harm during implantation. If damage is noted, the product should be returned to thoratec for replacement. Additionally, polar solvents should not be used near the vad as use of these substances has caused stress-cracking of the polysulfone and other damage to the vad housing. Also, povidone-iodine ointments or other polyethylene glycol-based ointments should not be used as they can cause cannula degradation at the end of the wire reinforced region. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the product's cannula was found to be cracked, twisted, and snapped in half on the venous side. The cracked portion was cut out, saved, and a connector was added. The patient was reported to be stable.